Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned device passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. The reported service error code is an user error that can occur spuriously on a monitor that has been powered off for more than three hours. Will continue to trend for future occurrences.

Event description:
Patient called in to report service error code. Patient further stated no visual damage to the therapy cord. Troubleshooting unsuccessful. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.